Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date of surgical procedure? The diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications. Patient symptoms manifestations (location, severity, appearance, systemic or local reaction). Date - time of onset of mass and skin pus from the surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-operation or intra-operation? What were the results of the cultures performed? What were the results of the medical intervention performed with incision drainage and antibiotics administered? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a tension-free plain film repair of right oblique inguinal hernia procedure on an unknown date in 2022 and the mesh was implanted. Post-op inflammation was reported. It was reported that on the 20th day after the surgery, the right inguinal area of the patient had a mass with a diameter of about 2cm x 5cm, which was red, swollen, hard and tender, and did not disappear when pressed. It was also reported that after admission, incision exploration and drainage were performed, and levofloxacin was given to prevent infection after surgery. At the same time, bacterial culture was performed on skin pus. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/27/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: date of surgical procedure? (B)(6) 2022. The diagnosis and indication for the initial surgical procedure? Right indirect inguinal hernia. Other relevant patient history/concomitant medications -- unk. Patient symptoms manifestations (location, severity, appearance, systemic or local reaction)--the patient had a diameter of about 2 cm 5 cm in the right inguinal region, which was red and swollen, hard and tender, and did not disappear when pressed. Date - time of onset of mass and skin pus from the surgical procedure?-- (B)(6) 2022, about half a month post-operation. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? -- no. Did the patient receive any prophylactic antibiotics pre-operation or intra-operation? -- unk. What were the results of the cultures performed? -- unk. What were the results of the medical intervention performed with incision drainage and antibiotics administered? -- unk. What is physician¿s opinion as to the etiology of or contributing factors to this event?--physician believes infectious factors are related to the patch. What is the patient's current status? -- patient has been discharged.